Event description:
It was reported that during a anterior cruciate ligament surgery the loop broke. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1588rt-2j was received for investigation. Visual inspection identified that the tightrope loop had broken, with heavy fraying present at the breakage site. No further damage was present to the suture assembly. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device